Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the customer's report was verified and attributed to a corrupted calibration table on the smart pneumatic module board. It is unknown how the calibration table became corrupted. The device was recertified and returned to the customer. Possible ways that can cause the calibration table to become corrupted include but are not limited to: performing test step or set up incorrectly. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "off set self check failure-1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.